Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, high and undefined impedance, a possible fracture and dis lodgement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.